Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 01, 2019 - february 03, 2019. H10: the actual sample was received for evaluation. The bag was cut in front where the customer likely drained the contents. The additive port was not spiked. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.